Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-01034. It was reported the patient experienced pain and developed fever. In addition, the patient lost weight and had white discharge at the surface. In turn, the patient underwent a system explant due to infection. The patient was placed on antibiotics during and post explant. Since then, the patient reported no anomalies with the healing process.